Event description:
It was reported there was a loss of stimulation sensation. The implantable neurostimulator (ins) had not been working for at least three months. The patient programmer said the ins was on. The patient had problems with the ins "off and on." The last problem was when the "cord broke" and had to be fixed. Patient was seeking a new follow-up physician since his previous physician moved.

Manufacturer narrative:
Product ID, 7495-66 lot# serial# (B)(4), implanted: 1996 (B)(6), product type extension product ID, 7434 lot# serial# (B)(4), implanted: 1996 (B)(6), product type programmer, patient product ID, 3587a lot# l37581, implanted: 1996 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that there was an end-of-life message about the device. The reporter stated that the device had been dead for six months and it was being replaced the day of the report. It was noted that they were not able to measure impedances prior to the procedure as the device was dead. It was further reported that upon replacing the device, 'calcification' deposit was found in the device pocket embedded in the patient's tissue. Upon device removal, similar deposit was seen on the device. It was noted that a tissue sample was sent for analysis. The reporter stated that there was a question if the device was leaking fluid. It was noted that there was normal battery depletion. There was no patient injury and the patient recovered without sequela. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the implantable neurostimulator found no significant anomaly. The battery was at normal end-of-life with no telemetry and no output. The device had white foreign material (fm) on the case of the device. Further analysis of the white material determined that the major elements were calcium and phosphorous. The fm was likely a calcification product.